Event description:
A 28mm amplatzer septal occluder (aso) was selected for use. Two days after the procedure, a transthoracic echocardiogram was performed as a routine post-operative follow-up and determined the aso had embolized into the left ventricle. No symptoms were seen in the patient. The aso was surgically removed on (B)(6) 2014.

Manufacturer narrative:
Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.